Event description:
This case was initially received via regulatory authority ((B)(6) reference number: (B)(4)) on 04-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in lower belly') and genital haemorrhage ('heavy bleedings') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lumbar pains") and dysmenorrhoea ("painful menstruation"). The patient was treated with surgery (removed the implants and uterus). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage and dysmenorrhoea outcome was unknown and the back pain had not resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, dysmenorrhoea and genital haemorrhage with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.